Event description:
It was reported that the ilet issued a persistent alert 38 indicating a motor stall after a recent supply change, and delivery resumed without the alert after the user performed a dry supply change and replaced supplies, consistent with a mechanical problem. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.